Event description:
On (B)(6) 2023, the patient contacted lifescan (lfs) us, alleging that their onetouch verio flex meter was reading inaccurately high compared to another device. This complaint was classified based on the customer care agent (cca) documentation and on additional information by the medical surveillance specialist after reviewing the call recording. The patient reported that, during the night of during the first week in (B)(6) 2023 (exact date and time is unknown), they allegedly obtained an inaccurate high result on the subject device (the patient could not identify the high result in their meter memory). The patient took insulin (dosage not provided) based on this meter reading then began to develop symptoms they associated with low blood glucose and described feeling ¿dizzy,¿ ¿fuzzy¿ and ¿really weak.¿ the patient treated these symptoms with ¿half a glucose shot¿ then tested on their back-up meter, a ot verio reflect meter, and received a reading that they stated was ¿around 55¿ (mg/dl) after which they drank the remaining half of the glucose shot and had food. The patient normally manages their diabetes with insulin (humalog and lantus), dosages were not specified. The patient self-treated and did not seek any other assistance. During troubleshooting, the cca established that the unit of measure was set correctly on the subject device at the time of testing and that they did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking insulin based on results obtained on the device. The subject device could not be ruled out as a contributing factor.